Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the sterile packaging was noticed to be cracked during surgery. As the implant was not sterile, another device was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The device and packaging were returned for review. The package returned has some damage to the outer package and the inner and outer cavities are blistered. It appears the device experienced harsh distribution conditions and damage by a crushing force at the inner cavity. The device history records were reviewed and no discrepancies relevant to the reported event were found. A complaint history review determined the need for corrective actions. The most likely root cause is related to transit. This complaint is still being investigated under corrective actions at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.